Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the image sensor unit broke due to impact to the distal end, either from hitting or dropping the device. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." The event can be prevented by following the instructions for use (IFU) which state: "·do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end. An abnormal endoscopic image may result. ·if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ·if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. ·5.4 leakage testing of the endoscope_ perform the leakage test ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The scope had a scatter image with a b30 (scope communication error) code due to a damaged charge coupled device elements. In addition, there was no data transmission. There was a crack in the distal end plastic cover. There was a crack on the plastic distal end cover with a non-olympus bending section cover adhesive, indicating a 3rd party repair. The bending section failed the electrical continuity test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 (scope communication error) code during preparation for use. There was no report of patient harm associated with this event.